Event description:
Compulsory workplace test for all staff prior to start of term. Intensely painful nasal swabs with something 'pinging' in my head immediately following insertion in the second nostril. Headache swiftly followed with visible external swelling around the one side of the bridge of my nose the following day. Couldn't smell until later during the day after the swabs. FDA safety report ID # (B)(4).